Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced nerve and muscle damage due to a previous explant procedure. Additional information is pending.